Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the customer reported malfunction was most likely due to a faulty printed circuit board. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction in b5. It was initially reported that the event occurred during the procedure, however, it has been corrected to during preparation for the procedure.

Event description:
There was no delay as a result of the reported event. The patient was not under anesthesia, as the reported malfunction occurred during preparation for the surgery.

Event description:
The customer reported to olympus, the insufflation unit had a black screen and an alarm sound. The issue was found during a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found there was printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.